Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were about to get an MRI last night at a hospital and the facility tried to call medtronic and no one was answering. Patient stated they could not go through with the MRI because the staff stated it didn't feel safe that the patient would not be harmed. The patient was very difficult to understand on the call, and when patient was asked to repeat information, patient became very escalated. The patient stated they had called their doctor but the doctor never returned their call and they left voicemails for medtronic reps who told them to call the emergency MRI line. Patient then stated they were told they should have called the 24 hour line, but there was no 24 hour number on the ID card. Patient wanted to know if there was a 24-hour line because they were needing the MRI in the middle of the night and they were at the hospital and patient services was not available. Agent reviewed role of patient services and provided patient with technical services phone number for facility to call if needed. Agent confirmed the patient was eligible for a 1.5 tesla MRI. Agent offered to walk the patient through MRI mode to determine eligibility, but patient said they could do that on their own. Patient then asked about compatibility for a CT scan. Patient said they had a CT scan before, but they didn't have their remote, couldn't turn off their stimulator, and couldn't do anything. Patient mentioned they were put in a CT scan and when they laid on their back, their stimulation would increase. Agent reviewed CT scan compatibility with the patient and redirected the patient to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.